Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested, but unavailable. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.